Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 258 mg/dl. Customer was treated with insulin pump. Customer stated that there was no air bubble and leak. Customer was not alleging insulin pump for under delivering. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the insulin pump passed high pressure test. Customer stated that the cannula was bent. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. (B)(4).